Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and recommended device replacement. The boston scientific representative planned to follow-up with the health care professional (hcp). At this time, this device remains in service. No adverse patient effects were reported.